Event description:
Eight months after saline breast implant augmentation surgery, rptr developed unexplainable cognitive difficulties, visual disturbances, horrible fatigue, inability to concentrate, muscle weakness, sleeplessness and other debilitating symptoms. Rptr could find no other reason for sudden health problems, as previously, rptr was extremely healthy and suffered no health concerns at all. Decline in health was dramatic and sudden. Life became very difficult, as rptr had no energy to take care of family members, or self, or any of their normal responsibilites. This changed life in a dramatic, horrible, negative way and took away any joy rptr had in life.